Event description:
Patient reported "infection, reoccurring infection" and "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade IV" and "infection". The patient was provided antibiotics as treatment. This record is for the left side. Device was explanted.

Manufacturer narrative:
Unreporting the code e1906 (infection unknown onset).additional, changed, and/or corrected data: a5, a6, b3, b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade IV" and "infection". The reported events are physiological complications, and device analysis typically does not help allergan determine the cause.

Event description:
Patient reported "infection, reoccurring infection" and "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade IV" and "infection". This record is for the left side. Device was explanted. Device will be returned. The patient was provided antibiotics as treatment.